Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients infection was along thoracic incision after there was some drainage and swelling. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components were discarded by facility and cannot be returned.

Event description:
It was reported that the patient's infection was along thoracic incision after there was some drainage and swelling. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components were discarded by facility and cannot be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks post op prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7078220, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 36814290, UDI: (B)(4). Product family: scs-surg acc, upn: m365sc44010, model: sc-4401, batch: 37398221, UDI: (B)(4).